Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for scheduled follow up. Upon interrogation, the right atrial lead exhibited noise. Noise was no longer present post (B)(6) 2016. No intervention was performed and the patient would continue to be monitored.